Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues. The device had evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced due to a blank screen. The complaint was not confirmed. The device's lcd was not replaced at this time. The manufacturer also reported a sensor board was replaced to address a test step failure. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. No malfunction of the sensor board was observed. The component passed all testing.